Event description:
Patient was revised on (B)(6) 2022 due to instability. Approximately 2 years after the first surgery. The surgeon explanted ø36+3 cup, post extension, glenoid baseplate and centered glenosphere. The surgeon implanted centered glenosphere, two standard screw, one locking screw, ø40+6 cup, post extension and glenoid baseplate.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.